Event description:
It was reported that a patient (pt) from (B)(6) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Approximately 5 years and 9 months prior to receipt of this report, the pt began treatment with physioneal 40, 1.36%, 2, 5l, 2 bags/day, physioneal 40, 2.27%, 2, 5l, 2 bags/day and extraneal 2l, 1 bag/day, intraperitoneally (ip) via automated peritoneal dialysis(apd) for end stage renal disease (esrd). On an unreported date, the pt experienced a break in aseptic technique (details not provided). Subsequently, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same date, ip antibiotherapy was initiated for the peritonitis with ceftazidime, 1g/day and vancomycin 1g/day (lots not reported). Peritoneal dialysis (pd) therapy was ongoing and not changed. The patient did not require hospitalization. Concomitant therapy was not reported. Sixteen days later, the antibiotherapy was completed. It was reported an alarm occurred on the homechoice (hc) due to a therapy programming issue (unspecified) which resulted insufficient pd solution to proceed with treatment. The pt did not change the cassette and disconnected a bag to add a new solution bag during therapy. At the time of this report, the pt was recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot s12l06041 was performed with no issues noted during the manufacturing process which could be related to the reported event. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique/reuse of single use product by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).